Manufacturer narrative:
H3: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2020, product type: catheter; product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 09-nov-2000, UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), ubd: 09-nov-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jun-10 regarding a patient receiving unknown baclofen (500mcg/ml at 64mcg/day) via an implanted infusion pump. It was reported that the patient experienced signs of baclofen withdrawal including general malaise, cramping in the legs, and the p atient felt "bad all over." Per the nurse, the patient was "hard to pull from any complaints." It was noted that the patient was 2 weeks post normal pump replacement. The patient was admitted through the emergency room (ER) and a dye study was performed. The catheter could not be aspirated and was replaced. The age of the catheter was noted to be a factor that may have led or contributed to the issue. The issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacture representative reported device would be returned tomorrow as the patient was waiting on return box.

Manufacturer narrative:
Concomitant medical products: product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 1999 explanted: (B)(6) 2020 product type catheter product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.